Event description:
It was reported by customer that patient running chemotherapy through ivad. Approximately 3 hours into infusion, leak discovered from connection between ivad gripper needle and microclave cap connected to chemo line. Dad noted small pool of liquid on patient's abdomen. All connections noted to be tight. Cap changed by nursing. Patient cleansed abdomen with soap & warm water. Blue absorbent pad placed under patient's line and connection closely monitored. Line continued to leak very slightly from same connection point. Gripper needle changed for remainder of infusion. No negative outcome for patient, therapy completed as ordered. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.